Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 3-4 mm on the non-coronary cusp and 3-4 mm on the left coronary cusp. Subsequently, mild to moderate paravalvular leak was notedwith a mean gradient of 16 mm hg. A post-implant balloon aortic valvuloplasty (bav) was performed using a 21 mm non-medtronic balloon with the plan to not fully inflate the balloon. Rapid pacing was performed, the balloon was inflated, and pacing was stopped following balloon deflation. A few seconds after the bav, the valve dislodged above the sinotubular junction, however coronary flow was not obstructed. Implant of a second non-medtronic valve was attempted, however the valve could not be advanced to the annulus due to the arch angle and the dislodged valve. Subsequently, the patient was taken to surgery where the medtronic valve was explanted, anda surgical aortic valve replacement was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that the deployment starting point was bottom of pigtail and a medtronic (confida) guidewire was used during the procedure.

Manufacturer narrative:
Updated information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.